Event description:
The complainant stated that it was not possible to push the balloon over the seldinger wire, taken from the original sterile package. Even after changing to another original maquet seldinger wire, it was not possible to thread the iab.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the one-way valve attached. The returned one-way valve was attached to the catheter but the catheter was not under a vacuum. The sheath was not returned for evaluation. The guide wire was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. Product evaluation: vacuum was applied to the iab using the returned one-way valve and it held vacuum. The 0.025" guide wire returned was measured and found to be within specification. The technician was able to insert the returned 0.025" guide wire through the entire length of the inner lumen, with slight resistance felt due to traces of dried blood found from the iab lumen. Conclusion: the reported problem could not be duplicated during testing. A review of the device history does not indicate any lot specific issues. (B)(4).